Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient awoke and they observed redness, inflammation/swelling near the sensor insertion site, with the skin feeling warm to the touch; however, the parent chose not to remove the sensor at that time. On (B)(6) 2025, the school nurse examined the area and observed that the redness and swelling extended from the back of the arm insertion site up to the shoulder and down toward the elbow, recommending that the parent take the patient to an urgent care clinic for assessment. The patient's mother reported that at urgent care, the healthcare provider took off the wearable, revealing minor bleeding at the needle puncture site and yellow discharge both at that location and beneath the patch area. The mother assessed that the impacted area was roughly 15 centimeters, and they were uncertain if this was an allergy or an infection. No diagnostic lab tests were conducted, but the patient received a prescription for an oral antibiotic (cephalexin 500 mg, three times daily, for five days) and was instructed to use an over-the-counter topical steroid and allergy relief medication (cortisone cream and benadryl cream, apply as needed) to alleviate the swelling. The patient was discharged home after 30 minutes and was in good condition. On 12/08/2025 follow up contact was made with the patient's mother, who stated that the area had already shown improvement and the patient was doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.